Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading at time of the call was 311 mg/dl. Troubleshooting was performed. The date and time was correct. The amount of insulin on display did not match to the amount of insulin left in the reservoir. Ran a displacement test and passed. Reviewed the prime history and it showed that the infusion set was changed the day of her admission, but the customer denied changing the infusion set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.